Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was in the hospital for a gastro-intestinal bleed and received inappropriate anti-tachycardia pacing (atp) and 6 shocks for supraventricular tachycardia (svt) and atrial fibrillation (af) with rapid ventricular response. The physician opted to program the ICD to monitor only. The following day when the field representative went to check the patient it was noted, around 2:30 in the morning, that they had experienced ventricular tachycardia (vt) which degraded into ventricular fibrillation (vf) with a torsades des pointe like arrhythmia. The patient was intubated. It was noted that the rythmiq¿ feature was programmed on in the device and the physician alleged that this caused the patient to go into the vf. Boston scientific technical services (ts) reviewed electrogram data and noted rythmiq¿ was active and the patient had 10 rythmiq¿ events. Ts explained that rythmiq¿ causes the scheduled pace, which then causes the true intrinsic vs to fall into blanking. At this time the ICD remains in service and no additional adverse patient effects were reported. Additional information was provided that the patient passed away three days later. The field representative was not aware of any information regarding the patient's death. The device was not returned to boston scientific.

Manufacturer narrative:
--

Event description:
--